Event description:
This MDR is being retrospectively submitted upon recent knowledge of a similar complaint for which MDR was submitted previously. There is a big noise occurred from leadscrew and ball nut during the detector radius motion that caused the motion failed. The distributor fse replaced the new parts on (B)(6)-2009. It was identified that the complaint issue was similar to a previously reported issue where the lead screw nut on the camera detector can come loose and the failure can result in the detector drifting, under the influence of gravity, to its hard limit.

Manufacturer narrative:
This MDR is being retrospectively submitted upon recent knowledge of a similar complaint for which MDR was submitted previously. Philips has implemented a correction to the field whereby a safety plate was added to the assembly in order to prevent the detector from sliding to its hardware limit, in the event that the lead screw nut assembly seizes and fails. This correction has been reported to FDA as a class ii correction, under reporting number 2916556-07/02/09-002c. The field action has been completed and the FDA granted the request to terminate the recall on 4/13/2010. (B)(4).